Event description:
It is reported the neck implant would not allow for reduction. A new neck was opened and implanted.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the appropriate size components were templated as per the surgical technique. Attempts have been made to obtain additional information; however no information has been received to date. Review of product compatibility determined that the trial head part and cocr total head used with the kinectiv implants are an unapproved combination. Investigation determined that the use of the unapproved head is a potential contributing factor for the reported complaint; however, root cause cannot be definitively determined. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, I the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.